Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device starting delivering tidal volume of 4000, minute ventilation of 65 liters during use on a patient on the lap top ventilator 1150. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Visually inspected device. Found excessive dust like debris on fan filter. Unit was was connected onto a known good ac adapter and powered on. Device passed post test with no issues. Device then underwent ventilator check and passed alarm test, button test & leak test" but failed display test. The light emitting diode located on volume, external power & charge status" were found to be dimly illuminated. Device was warmed up to 103.1°f and then connected onto a known good circuit and a known good test lung (2l) and cycle onto ventilation using the customer setting device was received with (form 22129-001 attached). Device was cycled for 1 hour and 15 minutes at the received setting. Device then underwent general checkout per section 9-9 to 9-12 of service manual listed. Device passed with no unusual abnormalities. Note: as mentioned above, uut failed display test due to light emitting diode illumination issues mentioned. Device then underwent performance checkout and passed with no unusual abnormalities. Using customer's setting, device was placed onto ventilation for 14 hours and 24 minutes to monitor the maximum tidal volume exhale delivered volume. Note: tidal volume set to 500 ml. Flow analyzer measured a maximum tidal volume exhale deliver volume of 546.6 ml within 14 hours and 24 minutes. The reported complaint was unable to be confirm or duplicate. Unit under test was found to be functional without faults. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.